Event description:
It was reported that the device did not recognize when an IV cartridge was inserted. Said "cassette not attached properly. Reattach cassette." The event occurred during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
H2) device evaluation: d4 model number updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a defective downstream occlusion (dso) sensor and defective/damaged upstream occlusion (uso) seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso assembly, uso seal, and uso sensor, and the pump passed all functional tests and performed as intended after repair.